Event description:
Boston scientific received information that during a device interrogation it was noted that the lv lead exhibited loss of capture. Further investigation revealed that the lv lead was programmed sub threshold. The lv output was increased to gain lv capture, thus resolving the issue. The field representative noted that lv therapy is considered critical for this patient, however the patient was not hospitalized and no adverse events were noted as a result of the lv loss of capture. Additional information was received that three months later the lv lead exhibited increased threshold measurements. Subsequently the lv lead was explanted due to dislodgement. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.